Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No frozen screen noted. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated they were attempting to bolus when the act button became unresponsive. It was also found the insulin pump's screen was frozen when the customer replaced the battery. The customer also reported the numbers were scrolling on the insulin pump's screen. Customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.